Event description:
Event description cpi received information that this large patch lead was removed from service due to high impedance and possible lead fracture. During a routine replacement procedure the physician elected to replace the lead with an endotak lead.